Manufacturer narrative:
Contaminated interconnect pcb was the cause of the problem and this was caused by the customer. Customer must have had intermittent power up issue. Multiple components (interconnect board, radio board, antenna,) were contaminated. Bottom case seal was removed and plunger case seal was intact. Top case cracked by the front right bottom corners. Visible contamination inside the device. Unable to retrieve ehl due to power up issue. Unable to download ehl because I was unable to power up. Replaced interconnect board, radio board and antenna and did power up and self test process.

Event description:
It was reported that the device had contaminated interconnect pcb. No patient injury was reported.